Event description:
General report received of an unspecified number of undocumented incidents of leaks. On unspecified dates, the option-lok male adapter of the primary tubing sets were connected to the microclave port of the extension tubing sets and were being used to deliver unspecified medications, at rates of 10 ml/second, with a pressure setting up to 400 psi, via a power injector. After unspecified lengths of time, the customer contact reported that unspecified volumes of solutions leaked from unspecified locations on the primary tubing sets. The primary tubing sets were replaced and the procedures were resumed. There was no reported adverse pt effects and no reported delays of therapies critical to these pts. No medical interventions were required. Though requested, no add'l info was provided.

Manufacturer narrative:
The customer contact indicated the devices were discarded. During the investigation, no possible causes for the customer reported leaks were identified. The devices were not returned to hospira for testing and investigation; therefore, attribution of the issue to the devices could not be determined. This report represents all the info known by the reporter upon query by hospira personnel.